Event description:
It was reported that the wire does not eject. On 07/23/07-upon receipt and preliminary evaluation on 07/20/07, device was found to have a broken tip causing straight shots, an MDR reportable malfunction.

Manufacturer narrative:
It was originally reported that the device was not feeding wire. Upon receipt and preliminary evaluation on 07/20/2007, the device was found to have a broken tip causing straight shots. It appears that the tip was exposed to some type of excess force causing it to break.